Event description:
Additional information received reported that the endoleak had resolved and the patient was doing great.

Manufacturer narrative:
(B)(4). Conclusions: aortic neck length.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. Six aptus endo anchors were implanted in conjunction with the endurant stent graft as a planned part of the procedure. The proximal neck was 23-25 mm in diameter and 5 mm in length. The proximal aortic neck angulation was mild with no thrombus. There was moderate calcification seen within the proximal aortic neck. It was noted that the patient was not a surgical or endovascular candidate. It was reported that on the final angiogram, a proximal type I endoleak was identified. Per the physician the cause of the endoleak was due to the patient's short aortic neck length. No clinical sequelae were reported and the patient is being monitored by the physician.